Manufacturer narrative:
Initial 2 of 7. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced seven infusion set cannula bent on (B)(6) 2026. The blood glucose level was high and the patient got treated with correction injection by multidaily injection. The site of insertion was abdomen for 6 event and hip 1 event.